Event description:
It was reported that patient underwent a reimplant procedure of his artificial urinary sphincter (aus). Previous device was explanted due to unknown reasons.

Manufacturer narrative:
Field change: e1 facility name added.

Event description:
It was reported that patient underwent a reimplant procedure of his artificial urinary sphincter (aus). Previous device was explanted due to unknown reasons.